Manufacturer narrative:
H6: investigation summary: this complaint is for the incorrect expiration date on the foil pouch of phoenix ast indicator (246004) batch 1105781. The customer did return multiple photos which showed the pouch with a date of 04-30-2020 when the correct expiration date is 04-30-2022. The photos also showed the carton which displayed the correct expiration date of 04-30-2022. To investigate further the expiration date was verified along with manufacture date. It was determined that the expiration of 04-30-2022 was the correct date of expiration and that the product was useable. Based on the photos provided this complaint is confirmed. A review of quality notifications revealed one quality notification generated on the complaint batch, qn 200958956. A review of complaints was performed and there were fifteen additional complaints filed for this batch not all for the same defect. A complaint trend was identified for this defect. Based on the severity and rate, a corrective and preventive action (CAPA) investigation was not initiated.

Event description:
It was reported that prior to use with bd phoenix¿ ast indicator solution the inner bags had wrong information. This occurred with 153 bags. The following information was provided by the initial reporter: wrong label in inner bag.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd phoenix¿ ast indicator solution the inner bags had wrong information. This occurred with 153 bags. The following information was provided by the initial reporter: wrong label in inner bag.